Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv4b13) and mount were returned for investigation; the reported mount screw was not returned. Visual evaluation of the as returned products identified fractured portion of the mount in the implant drive feature (images 1 - 4). Functional testing could not be performed since the screw was not returned and fragment of mount was stuck in the implant. Pre-existing condition noted on the per was high bone density ¿ type I. The reported devices were intended for an unknown tooth location. X-ray & picture evaluation: x-ray or picture images were not provided. Device history record (DHR) review was completed for the subject lot number (1225295). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (1225295). No other complaints were identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, the reported event (screw fracture) could not be verified since the screw was not returned. However, an unreported event (mount fracture) was identified as fragment of the mount was identified in the implant drive feature and device malfunction with respect to the implant was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv4b13) and one mount screw was returned to barcelona. The investigation was performed using available instructions for use and risk files. Pre-existing condition noted on the per was high bone density ¿ type I. The reported devices were intended for an unknown tooth location. Device history record (DHR) review was completed for the subject lot number (1225295). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (1225295). No other complaints were identified. Therefore, based on the available information, device malfunction and the reported event could not be verified.

Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the mount screw fractured (tsv4b13) in the implant. Doctor removed the implant and placed another one with same reference.